Event description:
Patient being cared for in the pediatric intensive care unit. Patient intubated and receiving infusion of maintenance ivf at 65 ml/hr and ns with epinephrine on IV infusion pump #1. Dopamine and vasopressant infusing on IV infusion pump #2. Infusions y'd in and infusing together via peripheral IV. Pump #1 with visual alert stating low battery <1 hour remaining. Pump #2 also with visual alert stating low battery < 30 minutes remaining. Nurse checked connections to plug and ensured both pumps are plugged into outlet with backup generator power. Visual alert remains on both plugs. Pump #1 alarms and suddenly shuts off at 1433. Patient bp and hr dropped. Nurse called for help and a code white is initiated at 1433. Compressions initiated for 60 seconds. Patient given bolus doses of epinepherine. Both infusions pumps changed out and sequestered. Patient subsequently cannulated for ECMO at 1453. Patient survived event and continues with care in the picu.